Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Retained samples were found to be conforming to product specifications and drawings. A device history record (DHR) review was performed on the batch. The batch related documents and DHR did not show any non-conformities or abnormalities. There was no indication of any relationship with the reported failure mode. The manufacturing processes and production records were also checked and found to be conforming. A photo that was provided for review shows a separation between the pressure dome and the arterial tube assembly location. Based on the photo alone, the most probable cause of the failure could be due to an assembly error (not gluing properly, or an air bubble present in the assembly location). The production department has been informed of the non-systemic failure. Based on the available information, the complaint has been confirmed.

Event description:
It was reported that an external blood leak occurred approximately five minutes into a patient¿s hemodiafiltration (hdf) treatment. The leak was coming from the connector around the pre-filter pressure dome. There were no leaks during the priming phase or at the beginning of treatment. Due to the leak, the patient experienced approximately 50 ml of blood loss. The sample was not available for evaluation.

Event description:
It was reported that an external blood leak occurred approximately five minutes into a patient¿s hemodiafiltration (hdf) treatment. The leak was coming from the connector around the pre-filter pressure dome. There were no leaks during the priming phase or at the beginning of treatment. Due to the leak, the patient experienced approximately 50 ml of blood loss. The sample was not available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.